Event description:
The clinician stated that after inserting the saf-t-intima into the pt, the clinician switched one of the ports with the interlink needless port. The clinician flushed the line through the needles port and the temporarly site flew off releasing blood and fluid. As a result, blood sprayed into the clinician eyes. Co was notified of this incident 06/2005 and we were made aware of the blood exposure about 9 month later. Co have contacted the reporter regarding additional information and the reporter has not responded at this time.